Event description:
A customer in the united states notified biomérieux of obtaining a false positive cefoxitin screen (oxsf) for staphylococcus aureus while testing a patient isolate using the vitek® 2 ast-gp67 test kit (reference # 22226, lot # 1321040103). The customer first tested the isolate with the vitek® 2 ast-gp67 test kit (reference # 22226, lot # 1321040103) on one vitek® 2 which resulted in a positive cefoxitin screen (oxsf) and an advanced expert system¿ (aes) corrected oxacillin result of resistant (mic: = [0.5]). The customer retested the isolate using a second vitek® 2 analyzer and vitek® 2 ast-gp67 test kit (reference # 22226, lot # 1321040103). The cefoxitin screen (oxsf) result was negative and the oxacillin result was susceptible (mic: <=0.25) with no modifications by advanced expert system¿ (aes). Alternate testing using microscan and pbp2a were performed. The results from the microscan were positive for cefoxitin screen (oxsf) (mic: >4) and oxacillin result of "predicted resistant interpretation" (mic: = 2). The pbp2a results were negative. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint for a false positive cefoxitin screen (oxsf) results for a staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (lot 1321040103). The customer did not save the isolate for submission to biomérieux for investigational purposes. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to reference methods. Since the strain was not submitted for investigational testing, no additional investigation could be performed. Ast-gp67 lot #1321040103 met final qc release criteria. The lot passed qc performance testing.